Manufacturer narrative:
G.4. K201075; k251654 b3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
I have added the direct information from the team members safety report. ¿when trying to insert a peripheral IV on our patient for hypoglycemia we had 3 IV catheters with frayed ends, causing the IV start to be unsuccessful or blow the vein. Customer investigation finding: ¿it was noted that IV insertion was unusually difficult, with staff experiencing resistance and a sticking sensation during advancement. At that point, experienced nicu registered nurses observed that the plastic catheter appeared to be frayed at the end of the needle. The device was removed and a new catheter was attempted. This same issue occurred on three separate attempts involving two experienced nicu rns, each noting similar resistance and catheter appearance. As a result, the patient experienced three unsuccessful venipuncture attempts without successful IV placement.¿